Event description:
The advocate stated that her father's microlet2 lancing device would not release the used lancets. She was trying to manually remove a used lancet and she received a needlestick. No other information was provided about the incident. The lancing device is to be returned for evaluation. A new device was sent to the customer.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510 (k) cleared, so there is no 510 (k) #.